Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to implant fracture stem. (Right). Revision njr: number: (B)(4). Bmi: 32 primary asa: p2- mild disease not incapacitating

Manufacturer narrative:
Additional information received on (B)(6) 2017: updating complaint from fractured stem to fractured neck. Updating part number.